Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The patient has alleged to device has strange odor and headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information in relation to a ds2adv auto CPAP unit. The patient has alleged to device has strange odor and headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) and evaluated. During evaluation pil is unable to directly address the symptoms specified. There is no visible damage or functionality failures of the device, which suggests that source of contamination was external to the device.

Manufacturer narrative:
The manufacturer previously reported receiving information in relation to a ds2adv auto CPAP unit. The patient has alleged to device has strange odor and headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. This record was reviewed by the pms clinical expert due to the customer's report of migraine/headache and device has strange odor like burnt electrical wire, hot smell through tubing. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in 21 cfr 803. The device is evaluated and there was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint, or address the symptoms specified. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.